Manufacturer narrative:
One (1) impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number, x-rays and pictures provided by the customer. X-ray evaluation confirmed the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 30 (universal) and was used since (B)(6) 2011 prior to the fracture. DHR review was completed for the subject lot number (61698802). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61698802) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fractured) or product (tsv6b10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as x-ray and pictorial evaluation identified the fractured implant. A definitive root cause could not be identified. However, the most likely causes for the event is patient parafunction (bruxism, clenching) and improper loading over the course of time the device was used.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. K011028, k013227.

Event description:
It was reported that the rim of the implant broke off completely. Patient will return for a new implant. Tooth #30.